Manufacturer narrative:
Updated, added or corrected information. H6: device code, type of investigation, investigation findings and investigation conclusions. H11: additional manufacturer narrative: the product was returned for evaluation: reports of calcification and stenosis were confirmed. Report of pvl was unable to be confirmed through visual observations. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 on the outflow and on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Host tissue fused leaflets 1 and 3 on the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There are no evidences of product non conformances, the svd observed in this case is likely caused by patient conditions factors pvl (paravalvular leak) is a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Late paravalvular regurgitation may be related with surgical technique factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. In addition, pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/o stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance.

Manufacturer narrative:
Additional information: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 7300tfx25 implanted in the mitral position was explanted after an implant duration of 6 years and 4 months due to valve calcification leading to severe stenosis (gradient of 38mmhg, valve area of 1.1mm). Paravalvular leak (pvl) was also observed in the posterior part of the annulus. The patient presented with dyspnea.

Event description:
Edwards received notification from mexico that a 67-year-old patient with a valve model 7300tfx implanted in the mitral position was placed under consideration for a replacement procedure due to calcification after an implant duration of approximately 5 years.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.